Manufacturer narrative:
The device was returned and the evaluation states that the malfunction was unable to be duplicated, it passed the bench test.

Event description:
Dealer states that the chair would not turn on until they unplugged the joystick wire for about 5 minutes, the it for awhile. But now it will not turn off.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the chair would not turn on until they unplugged the joystick wire for about 5 minutes, the it for awhile. But now it will not turn off.